Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the unspecified bd vacutainer tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: quick technical question: we have seen a lot of slightly lower calcium¿s over the past week or so. We are working up some stats but there is a definite shift, it has also been spotted by clinicians as we have had a number of contacts in relation to this. We have the assay on 3 lines and all quality control and quality assurance are fine so we are satisfied that it is not a performance issue. Has any work been done on sst with heat please? Possibly some interaction with the gel?

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The storage temperature inquiry made by the customer is concerning storage. All containment products must be stored according to bd's instructions for use. Temperature excursions beyond the recommended limits is considered an off-label use of this product. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd vacutainer tube there was erroneous results. The following information was provided by the initial reporter. The customer stated: quick technical question: we have seen a lot of slightly lower calcium¿s over the past week or so. We are working up some stats but there is a definite shift, it has also been spotted by clinicians as we have had a number of contacts in relation to this. We have the assay on 3 lines and all quality control and quality assurance are fine so we are satisfied that it is not a performance issue. Has any work been done on sst with heat please? Possibly some interaction with the gel?